Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a broken battery cap, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer had damage on the insulin pump. Customer stated that the cap where the battery goes in has totally broken. Customer is sick with shingles. Customer's blood glucose level was 270 mg/dl. Customer has not worn the insulin pump since last wednesday. Customer was unable to remove the battery cap on the pump. Customer tried to remove the cap with a large screwdriver, but it completely broke off. Customer was advised to discontinue use of the pump if the battery was low. Insulin pump will need to be replaced. No further assistance needed.